Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2019 per review the associated lvad serial number which was (B)(4) is not the correct serial number for this complaint as that pump was previously exchanged on (B)(6) 2017 and was returned for pump exchange due to suspected thrombosis under (B)(4). Additional information was received that the correct serial number for pump was (B)(4) for the date of implant of (B)(6) 2017.

Manufacturer narrative:
Additional information : section b5. Correction: section b5 - implant date. Section d4 - wrong serial number was previously reported. Section f9 - approximate age of device -1 year, 9 months.

Manufacturer narrative:
Manufacturing evaluation conclusion: a direct correlation between the device and the reported stroke could not be determined through this evaluation. Additional information regarding the reported stroke was requested; however, it was stated that the customer had provided all the information that they would like to communicate for the event and no additional information would be provided. The submitted system controller log file data appeared to show the pump operating as intended with stable vad parameters from (B)(6) 2018 ¿ (B)(6) 2018. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. The heartmate ii lvas IFU lists stroke and neurologic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 years. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had aphasia due to a stroke. No further information was provided.